Event description:
On (B)(6) 2011, a vns treating nurse reported that the vns patient was showing high lead impedance during a diagnostics test on (B)(6)v2011. The patient's last visit was on (B)(6) 2011 and the system diagnostics performed that day were within normal limits, communication = ok/ lead impedance = ok/ dcdc = 2/ eri = no. Since the patient continues to have seizures, the nurse said it could be related to that as there are no specific trauma events, aside from seizures, that could have caused the potential lead issue. A battery longevity calculation performed on (B)(6) 2011 with the patient's programming history available showed 2.71 years until eri = yes. Good faith attempts for additional information from the nurse have been to no avail thus far. If additional information is received, it will be reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.